Manufacturer narrative:
Analysis was performed by remote service personnel which included talking to the customer. The results of the analysis were that after several tests and checks, the customer indicates that a "loudspeaker equipment fault" error message is intermittently present. The customer would like to receive a quote to replace the defective part. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by sending a replacement speaker assembly to the customer for repair. A review of the service history for this device shows the problem has not been reported again for this device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported the device is presented with a speaker malfunction error message and no sound is coming from the device. The device was not in use on a patient. There was no report of patient or user harm.